Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 06aug2019. The manufacturer's field service engineer (fse) confirmed the touchscreen was not working. The touchscreen calibration test failed. The fse replaced the defective touchscreen to address the reported problem. The unit passed all performance tests and the unit is ready to be returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has a dead spot on the touchscreen. There was no patient involvement.